Event description:
It was reported the patient used 1.4 volts during trial. Multiple electrodes were used to cover the area of pain. The voltage was increased to 7 or 8 volts. The stimulation stopped. Device interrogation revealed end of service. No patient injury was reported. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.